Manufacturer narrative:
The explanted intraocular lens was discarded by the surgery center and not returned to the manufacturer for analysis. Attempts to determine the serial number of the lens were unsuccessful precluding a review of the manufacturing records for this particular device. The results of our investigation are inconclusive and we are not able to confirm the observation or determine the cause of this event. We will continue to monitor and trend all reports.

Event description:
A patient reported by telephone the removal and replacement of her intraocular lens. She stated she was experiencing a decrease in her vision and her physician told her the lens had turned cloudy. She was not able to give any product identifiers or confirm it was an amo lens. In follow-up with her physician he identified the model but did not know the serial number. He implanted an anterior chamber lens from another iol manufacturer without complication. The explanted lens was discarded by the surgery center.